Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for needle hub separates due to unknown lot number. Root cause: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported before use the bd ultra-fine¿ insulin syringe had the hub separate from the device. The following information was provided by the initial reporter: ¿when removing a shield, a hub was detached too.¿